Manufacturer narrative:
The reported issue was confirmed. The ul_lr and ur_ll resistance of the returned touchscreen were out of specification.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips a touched position in the touchscreen was observed to be off the place during periodic maintenance. It was also indicated when a value was set to 100 % (percent) on an oxygen-concentration test, a measured value was 92.4 %. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The touchscreen was replaced to resolve the reported issue of touched position off. The flow sensor assembly was replaced to resolve the reported issue of oxygen concentration test failure. Periodic maintenance (pm) 2 was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: lithium-ion battery pm kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan tubing kit). Overall checking, cleaning, run testing, and a function test were performed.